Event description:
It was reported that during an unknown procedure a circular stapler anastomosis, the handle and base cannot be connected, which affects the patient's esophageal anastomosis and increases the operation time. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 8/28/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "affects the patient's esophageal anastomosis"? The device could not fire, cut and staple due to the anvil could not be connected with the device body. 2. How issue was addressed? Changed another device to complete the surgery. 3. Could you please clarify if there were any patient consequences? No. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. Corrected data: h6 health effect impact code. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent 10/2/2024. D4 batch #757c64 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage, with the breakaway washer cut, and there were all staples present. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar without any difficulties. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 757c64, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/23/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.